Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam scope was returned for investigation. The distal lens and eyepiece were inspected, and no crack was detected. Inspection revealed that nearly no light was visible through the eyepiece when the distal tip was positioned directly in front of a bright light source. This confirms that the imaging fiber was not functional as nothing was visible when looking through the eyepiece and only darkness was seen. Hence the broken scope reported code was confirmed during investigation. A review of the device history record (DHR) for serial number 19c01037 and the lot number 2001 for the aquabeam scope were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam scope met all design and manufacturing specifications when released for distribution. A review of similar complaints identified five (5) other similar events have been reported to procept. The aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: · hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. · an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The reported event of a broken scope was confirmed during the investigaiton; however, the root cause was unable to be conclusively determined. Procept monitors and trends product experience data as part of the quality system and this event will be included in this process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam scope broke after insertion into the aquabeam handpiece. The scope and handpiece were replaced, and the procedure continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences with the patient because of this event.

Manufacturer narrative:
A root cause for the reported event is yet to be determined; investigation by the manufacturer is currently in-process.